Event description:
It was reported that the customer had a high blood glucose level and incorrect time on the insulin pump. The customer's blood glucose level was 451 mg/dl. Customer states he bloused with the insulin pump for the high blood glucose. Troubleshooting was performed, and the time was corrected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.